Event description:
Patient having cystoscopy and ureteral stent inserted ureteroscopy. During procedure, lithoview disposable ureteroscopy was utilized. During procedure, surgeon complained about lines on the monitor causing difficulty to view necessary anatomy for insertion of ureteral stent. Disposable ureteroscope was placed back into box and given to managers for patient credit. Surgeon unable to perform procedure. No harm or injury to the patient.